Manufacturer narrative:
Additional data: b.5., d.7., d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified an opening, and wear abrasion. A leak test was performed and found an opening on the anterior and radius. A microscopic analysis was performed which identified a striated edge opening, consist with the use of a surgical tool. And also identified a sharp edge opening on the anterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. A sharp opening edge on anterior due to an unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.